Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was broken. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had a drawer failure. The field service engineer found that drawer auxiliary 3.1 had a bad rail and needed to replace the whole drawer. The field service engineer replaced the entire drawer and configured it to resolve the issue. The system functioned as intended after the field service engineer repaired the device.